Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. Device not yet returned to manufacturer.

Manufacturer narrative:
This report is filed march 3, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are currently plans to explant the device; however, this has yet to occur as of the date of this report.